Manufacturer narrative:
Argus case: (B)(4).

Event description:
Dissolve these tablets in water, and drink it by mistake [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in an unknown number of patients who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the unknown number of patients started corega tabs. On an unknown date, an unknown time after starting corega tabs, the unknown number of patients experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega tabs was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the adverse event information was received from a consumer via call center representative (email) on 06oct2022. The consumer reported that, "I am currently looking at cleaning agents for dentures, as there are unfortunately some people who dissolve these tablets in water, and drink it by mistake. Then they often call us for advice. I would like to have safety data sheets for the tablets "corega cleanser tablets" that come from gsk. Would you be able to send me this? We need to know the ingredients and percentages of these to make an assessment of the product. Is it just one product, or are there several types of these cleansing tablets?".